Event description:
It was reported that the patient received inappropriate high voltage therapy due to incorrect interpretation of fast supraventricular tachycardia (svt). No intervention was performed. The patient was stable.